Event description:
It was reported that hair was found on the tip of the syringe 20ml 18g 1-1/2in cap before use, observed in a customer-provided photograph. As reported by the customer, "foreign matter."

Manufacturer narrative:
Investigation: 1 sample was returned to sbdm, hair was noticed to be stuck inside the needle. From investigations, sbdm found that there was a hair in the needle. Sbdm currently conducted 100% visual inspection in assembly and packing on the assembly process. However, the likely cause for this incident is that the inspectors could not find the hair in the needle and it caused the complaint case. The syringe bulk needles are consigned by bd korea, it is likely the hair in the needle was occurred while supplier's manufacturing process. An intracompany investigation was required from the supplied site of bulk needle (tuas). DHR for the affected needle lot was reviewed and no abnormality observed. The root cause was attributed to a case of improper gowning causing hair to fall into the shield bowl, and get into the shield during manufacturing. House sample inspection: sbdm inspected 20 pcs from lot 1809113, particular the needle, there was no fm found. Device history record review(DHR): sbdm reviewed the manufacturing record for lot 1809113, no abnormality was observed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found on the tip of the syringe 20ml 18g 1-1/2in cap before use, observed in a customer-provided photograph. As reported by the customer, "foreign matter."